Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) not charging while connected to ac power. The icon showed hybrid and the pump was plugged into ac power yet the batteries were not charging. No patient harm or injury reported.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) nurse called into the emergency support line for cardiosave not charging while connected to ac power during use. No patient harm or injury reported. The icon showed hybrid and the pump was plugged into ac power yet the batteries were not charging. Placing the pump into rescue mode then back to hybrid did not resolve the issue.

Manufacturer narrative:
Updated fields - b4, d8, g3, g6, h2, h3, h11. Corrected fields - b5, g2. H6 (component codes, health effect ¿ impact codes), h11 incorrectly submitted. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation, investigation findings), h11. It was reported that during use the cardiosave intra aortic balloon pump (iabp) nurse called into the emergency support line for cardiosave not charging while connected to ac power during use. No patient harm or injury reported. The icon showed hybrid and the pump was plugged into ac power yet the batteries were not charging. Placing the pump into rescue mode then back to hybrid did not resolve the issue. No repair information available. In future if we receive any repair information will reopen and update the investigation.